Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nsgq, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the device was not working at the time of the report and the patient was still having some leakage. The patient also needed an MRI for bulging discs. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.